Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter memory issue was not resolved, as no troubleshooting was performed.

Manufacturer narrative:
No product is expected to be returned.